Manufacturer narrative:
One medfusion pump was received in good condition with of signs of external damage. The event history log was reviewed and there was a primary audible alarm background test message. The power up process and an occlusion test were performed. The reported issue was not able to be duplicated. The cause of the issue was unable to be determined, since there was no damage to the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background. There was no reported adverse event.